Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a unresponsive and sticky buttons. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the screen was harder to see in daylight due to scratches and has unexplained no delivery alarm. The devise will not be returned for analysis.